Event description:
It was reported that the patient was not receiving adequate results from an increasing baclofen dosage. The patient had too much spasticity to walk in physical therapy. The pump system was believed to not be working. The hcp was unable to aspirate fluid through the catheter access port, despite changing the patient's position, checking the needle orientation and using different needle sizes. It was also reported that radiographic analysis could not determine what was wrong with the catheter. The hcp planned a catheter revision for late 2009. Final patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.